Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: xxxxx- there have been 2 occurrences in the past 2 weeks: ¿ (B)(6) 2024 a few drops of fluid noticed by the nurse inside the inner chemo bag after it was hand-delivered to the oncology clinic. Upon inspection, leak was determined to be coming from the bag access port. Medication was perjeta which was prepared in pharmacy using a bbraun 250 ml excel bag and spiked with the bd alaris pump infusion set shown below. The tubing was primed by pharmacy and no issues were noted during preparation or delivery. A new dose was prepared using the same lot number of tubing and delivered to the unit without issue. ¿ (B)(6) 2024 the bag access port was noted to be damp when the nurse was infusing a bag of cisplatin. The cisplatin was prepared in pharmacy using a bbraun 500 ml excel bag which was spiked with the bd alaris pump infusion set below and primed. No issues were noted by pharmacy during preparation or hand-delivery of the medication. The infusion was completed without any significant loss of drug from the tubing, just moisture noted on the bag access port. The bag access port was not used by pharmacy or nursing in either case of the cases listed above. We are obviously very concerned about the leaking of hazardous medications from these tubing sets. We have started attaching a closed system luer lock adaptor to the bag access port to prevent this from occurring in the future. We do not believe this should be necessary but appears to be based on our recent experience.

Manufacturer narrative:
It was reported by customer that they have leakage from bag access port. One sample of material number 22603-b007t was received for quality evaluation. The sample was visually inspected for any damages or abnormalities. There were no damages or abnormalities identified. The infusion set was then connected to an infusion bag filled with water and primed. There were no leaks, air-in-line or occlusion issues identified when priming the set. The infusion set was then inserted into an alaris pump and a simulated infusion was conducted at a rate of 125 ml/hr for 20 minutes. There were no issues identified with the infusion set during the simulated infusion. The customer complaint of leakage could not be replicated and therefore leakage could not be confirmed. A root cause was not determined because the failure was not replicated. A device history record review for model 22603-b007t lot number 25075056 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 03jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.